Event description:
It was reported that the patient with a (B)(6) device experienced pectoral stimulation. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).